Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that they had a high blood glucose last night in the range of 400mg/dl. He changed everything on the pump. He just had a blood glucose value in the 500mg/dl. This morning the blood glucose value was 492mg/dl and current blood glucose value is 562mg/dl. Customer reported nausea as a symptom of high blood glucose level. Customer treated with syringe. Customer performed high pressure test and it passed and customer got no delivery after 4u. Customer reported that the drive support cap appears normal. Insulin pump will not be returned for analysis.